Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ contained gray foreign matter in the barrel. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. DHR review: it was verified the batch record and the manufacturing date for this batch was december 27th to 28th, 2017. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by particle inspection each hour at 36 samples and general visual inspection each 2 hours at 36 parts at assembly process. Qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance records that could related to defect were observed. A sample was received, and it is possible observe foreign matter. The potential cause for the problem is operational failure at production line clearance. The operators will be notified from this complaint. The defect identified from this complaint will be monitored for trend evaluation. CAPA is not required.

Event description:
It was reported that bd plastipak syringe 10ml luer-lok contained gray foreign matter in the barrel. No serious injury or medical intervention was reported.